Event description:
It was reported that the user experienced a low glucose event with a sensor reading of 57 mg/dl, self-treated with oral carbohydrate (oranges), and a subsequent fingerstick measured 89 mg/dl; the user was advised to dismiss the low alert once back in range and the glucose display was confirmed updated during the call. Symptoms included hypoglycemia. Outcomes included no long-term impairment and no hospitalization. Investigation included customer interview, device use and alert review, and troubleshooting and education. Investigation of this case revealed normal device function with glucose recovery after oral treatment. It was concluded that the event was consistent with hypoglycemia of unclear cause without device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.